Event description:
It was reported that before surgery, the unit was leaking air. There was no patient harm/injury or surgical delay, as there was no patient involvement. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d1, d2, d4, g1, g3, g6, h1, h2, and h11. Once the investigation had been completed, a follow-up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional information regarding the event.